Event description:
It was reported that the patient experienced an episode of ventricular tachycardia (vt) on (B)(6) 2025. The implantable cardioverter defibrillator (ICD) was programmed to deliver 35 joules for therapy. However, it was only able to deliver 9.2 joules and high-voltage (hv) shock impedance was at zero ohms. Repeat impedance shows hv impedances of 68 ohms before and after the event. On (B)(6) 2025, the ICD was explanted and replaced. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).